Manufacturer narrative:
Other text: one unit was returned for investigation. The device was leak tested and found to be leaking from the block. Cause was traced to user. DHR review was not done due to the cause not being traced to the manufacturing process.

Event description:
It was reported that the device was leaking and needs calibration. This was found during preventative maintenance.